Event description:
A report was received that the patient¿s midline incision site was draining and infected. The patient was prescribed antibiotics and underwent an explant procedure. No device malfunction was suspected. The patient was reportedly doing well.

Event description:
A report was received that the patient¿s midline incision site was draining and infected. The patient was prescribed antibiotics and underwent an explant procedure. No device malfunction was suspected. The patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-4316, lot #: 17079621, description: next generation anchor kit-sterile. Model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the patient felt that the surgery was done improperly that caused the infection but was advised that the infection was reported to have not been caused by the device and was further advised to direct questions and concerns to the physician.